Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.5, lab: "2.?". Two hours between meter and lab testing. Pt also reports nes errors.

Manufacturer narrative:
Investigation pending.